Event description:
An incident was reported where two phlebotomies had been assigned to one donor registration. After a thorough investigation it was discovered that there are two scenarios in which this event can occur. Although the reported incident occurred during a blood drive (using mobile unit) this malfunction can occur on the in house system as well. The first scenario involves two different users simultaneously adding separate phlebotomies to a single donor registration. Because dbss is a multi-user application it is possible for two users to work on the same registration simultaneously and not be aware of each other's actions. The second scenario involves performing a mobile upload with a floppy diskette for a registration that has not been assigned its respective phlebotomy. The phlebotomy for the same unit gets completed on both the in-house system and the mobile unit then upon a second upload the two units are assigned to the same donor registration.